Event description:
It is reported to vyaire medical that the revel ventilator experienced a blower demand error. The customer confirmed that there was no patient associated with the report.

Manufacturer narrative:
(B)(4). Equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: the suspect device was returned and evaluated. The reported complaint was not duplicated and verified. Performed 200 hours extended system test (est) on revel ventilator and passed without any unusual alarm or error condition. The ventilator also passed initial final testing and initial alarm volume test with no restrictions. The unit was opened and inspected with no anomalies were found. The unit performed to meet all manufacture specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.